Event description:
Motor exhaust hose ruptured suddenly during surgical procedure. Motor hose was wrapped around surgeon's arm and possible kink was noted near the foot control. Pressure was set to about 150psi. There was no pt impact.